Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 8. Reference MFR report#s 1627487-2014-00105, 00106, 00108, 00109, 00110, 00111, 00112. It was reported the pt ((B)(6)) has not been able to achieve effective stimulation coverage since implant of his therapy system. A diagnostic test found low, high and invalid impedance readings. Efforts to capture effective coverage via reprogramming yielded limited success. X-rays have been recommended to check for a potential connection issue within the pt's therapy system. Surgical intervention may be undertaken at a later date to address the reported issue.